Manufacturer narrative:
No customer material was returned for investigation. The current master lot strips meet specifications. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that he received questionable results on capillary blood samples on a coaguchek xs meter, serial number (B)(4).  The initial result was 2.7 inr. Approximately 2-3 hours later, he tested on his doctor's coaguchek brand meter with a result of 4.0 inr. The customer was uncertain whether a different finger was used for each test. On (B)(6) 2017, the customer stated he starting taking an antibiotic (cipro) "a few days ago" and was told that his inr would increase, but he continues to get the same result of 2.5 inr when testing. There was no allegation that an adverse event occurred. He currently feels fine.  The customer¿s therapeutic range is 2.5-3.5 inr and he tests every two weeks. He took his dose of coumadin approximately 12 hours prior to testing.  The customer is not anemic, has no hematocrit issues nor antiphospholipid antibodies. He is not taking heparin or direct thrombin inhibitors.  The meter and strips were requested for return, and replacement was sent.  Relevant retention test strips (lot 108035-14) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. The retention material met the specification.